Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional received information identified that surgical intervention was undertaken on (B)(6) 2019, wherein the ipg was explanted and replaced. Effective therapy was restored post operatively.

Manufacturer narrative:
Date of event is estimated. The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017. The results/method and conclusion codes along with investigation results will be provided in the final report

Event description:
It was reported that the patient underwent an unrelated surgery and ipg was not placed in surgery mode. Thereafter, the ipg failed to establish communication with external device. Recovery efforts were unsuccessful and the ipg was confirmed inoperable. Surgical intervention may take place to address the issue.